Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor remained connected to the dexcom app but experienced signal loss to the ilet pump, after which the sensor attempted to re-pair with the pump; support guided the user to toggle the cgm settings and confirmed the correct sensor code. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure between the cgm and the ilet, with relevance to the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.